Event description:
Caller reported a malfunction on the pump, with a code identified as malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with pump reset information, guiding them through the process, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reappears, which was acknowledged and understood.